Manufacturer narrative:
A supplemental report is being submitted for analysis and investigation completion. Product event summary: (B)(6) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the available autologs report revealed, a sudden, sharp decrease in power consumption and estimated flows on (B)(6) 2021 to parameters below the normal operating range and one (1) low flow alarm recorded on (B)(6) 2021. Failure analysis of the returned pump revealed, that the device passed visual examination and dimensional verification. Post-explant functional analysis was not possible, since the driveline was too short to be able to splice the driveline and then conduct functional testing. Internal pathological report revealed, evidence of thrombus within the inflow cannula of the device. As a result, the reported low flow and thrombus events were confirmed. Additional information received, from the site indicated that the patient showed symptoms of dizziness and chest discomfort. And the patient was supported with inotropes leading up to the vad exchange. Based on the available information, there is no evidence to indicate, that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to thrombus at the inflow cannula. Per the instructions for use, thrombus is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of thrombus events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms due to inflow obstruction. The patient showed symptoms of dizziness and chest discomfort. Emergency medical services (ems) were called and the patient was airlifted to the local emergency room (ER), the patient was supported with inotropes in anticipation of vad exchange. It was further reported that the patient went to the operating room (or) and a large thrombus was found in the vad. The vad was exchanged and a graft to graft to the old outflow graft was performed. Of note, the patient did well post operation and dobutamine was weaned off. No further patient complications have been reported as a result of this event.